Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Manufacturer narrative:
The clinical analyst reviewed the file and stated the following: ¿the procedure was laser assisted cataract surgery with lensx. The customer reported the lensx part of the procedure was uneventful. The laser assisted capsulotomy was free floating. A customer reported that a patient experienced a posterior capsule (pc) tear during a lensx assisted cataract procedure. The pc tear occurred during the I/a phase of the procedure. The surgeon implanted the regular posterior chamber intraocular lens (iol). No further information has been provided. Product evaluation with no additional, related information provided, the customer reported event not able to be confirmed. Posterior capsule tear is an issue that is occasionally reported with cataract surgery. However, a review of the complaint trends shows that the frequency reported is within known levels for this event. A root cause cannot be determined conclusively. (B)(4).

Event description:
A customer reported that a patient experienced a posterior chamber tear during the irrigation / aspiration portion of a laser assisted cataract procedure. The surgeon was able to put in a posterior chamber lens in with no problems. Additional information has been requested but none has been received.